Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 1 kept failing. A field service engineer (fse) replaced the latch, adjusted spring tension of the latch, cleaned contacts, and applied grease to the remaining three latches and customer tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower 7em_micu_twr2 door 1 failed to open during recovery attempts. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.